Event description:
An attempt was made to deploy a 2.25mm diameter x 18mm length integrity rapid exchange (rx) coronary stent in to a pt. The target lesion, located in the left main to circumflex exhibited 99% stenosis. Prior to this, another integrity rx stent was successfully deployed to target lesion. The physician attempted to place the relevant stent through the previously deployed integrity stent; however when the physician pulled the device back the stent dislodged in the vessel. The physician inserted another integrity stent and crushed the dislodged stent into the circumflex artery wall. The procedure was completed and the pt was transferred to intensive care unit. It was reported that the pt died the next day. The physician commented that the death was not related to the stent dislodgement. The physician also confirmed that the pt presented to cath lab in severe condition and although survived the procedure, had to be defibrillated more than 20 times. (MFR tempt # 2953200-2010-02095, 2953200-2010-02096).

Manufacturer narrative:
(B)(4). Evaluation results: previously deployed stent, pt's condition was grave prior the procedure. Stent dislodgement, death.